Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-8216-70, serial #:(B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the infection was procedure related and not device related. The patient was reportedly doing well.

Event description:
A report was received that the patient had infection. Other symptom was swelling. Antibiotics were administered to the patient. The infection had cleared up.

Event description:
A report was received that the patient had infection. Other symptom was swelling. Antibiotics were administered to the patient. The infection had cleared up.